Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration'), pelvic inflammatory disease ('pelvic inflammatory disease'), uterine infection ('uterine infection') and embedded device ('migration of essure device location of device: coil embedded in other tissue') in a 28-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic inflammatory disease (seriousness criteria medically significant and intervention required), uterine infection (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), migraine ("migraine"), headache ("headaches"), amenorrhoea ("hormonal changes:lack of menstrual cycle"), depression ("psych injury- depression"), anxiety ("psych injury- anxiety") and back pain ("back pain"). The patient was treated with surgery (surgery to remove essure coils). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation, pelvic inflammatory disease, uterine infection, embedded device, pelvic pain, abdominal pain, dysmenorrhoea, dyspareunia, migraine, headache, amenorrhoea, depression, anxiety and back pain outcome was unknown. The reporter considered abdominal pain, amenorrhoea, anxiety, back pain, depression, device dislocation, dysmenorrhoea, dyspareunia, embedded device, headache, migraine, pelvic inflammatory disease, pelvic pain and uterine infection to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2007: result not provided. Imaging procedure - on an unknown date: results: not provided. Ultrasound scan vagina - in (B)(6) 2007: result not provided. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-sep-2019: pfs received: event menses lack of, pelvic inflammatory disease, uterine infection, depression, anxiety, device embedded, back pain added and event hormonal imbalance changed to amenorrhea. Lab data added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') in a (B)(6) year old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), psychological trauma ("psych injury"), migraine ("migraine") and headache ("headaches") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (surgery to remove essure coils). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation, pelvic pain, abdominal pain, dysmenorrhoea, dyspareunia, psychological trauma, migraine, headache and hormone level abnormal outcome was unknown. The reporter considered abdominal pain, device dislocation, dysmenorrhoea, dyspareunia, headache, hormone level abnormal, migraine, pelvic pain and psychological trauma to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on an unknown date: results: not provided. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-sep-2019: plaintiff fact sheet received: event injury was replaced with pelvic pain. New events - abdominal pain, dyspareunia (painful sexual intercourse)'dysmenorrhea (cramping), psych injury, migraine, headaches, hormonal changes, migration was added. Case is now incident. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.